Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured post implantation. Rupture was diagnosed via a physical exam. As a result, the patient underwent explantation and replacement with a non mentor breast prosthesis on an unknown date. Two serial numbers were provided: left: 5627077-041; right: 5627077-037. The side of rupture was not reported. If clarification is received on which side implant ruptured, a supplemental report will be submitted.